Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip could not deploy during the procedure. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, and the device had evidence of a full deployment. It was also noted that the over sheath was not returned. Microscope examination was performed on the bushing and no discernible failures were observed and the capsule tabs were in good condition. Dimensional examination was performed on the outside diameter of the bushing, and it was cofirmed to be within specification. No other issues were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on march 24, 2021. During the procedure, the physician used the clip to prevent a bleeding after emr polyp removal. The clip was then able to clip the wound, but the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the physician used the clip to prevent a bleeding after emr polyp removal. The clip was then able to clip the wound, but the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.